Event description:
Litigation papers allege: undergo extensive pain and discomfort, undergo painful corrective surgeries in order to remove the hip, been caused to suffer, and will continue to suffer physical mental and emotional pain, anguish and suffering, patients ability to enjoy life has been greatly diminished, has been required to undergo multiple painful medical and or surgical treatments and has incurred the expense.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.